Event description:
When inserting the intoducer, it leaked at the hub. Another device used. This facility has had two recent similar events in approximately 2 weeks with this device.======================manufacturer response for catheter, performer introducer (per site reporter).======================not known.